Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7070367/7070723.